Event description:
A malfunction was reported on a pump following a software update two days prior. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.